Event description:
End user called to review how to use the device. It was discovered that the calibration check strip does not function automatically. The device was replaced and the deflective one returned for investigation.